Event description:
The customer obtained multiple, higher than expected vitros vanc quality control results (biorad level 1 result = 20.699 ug/ml vs. Expected result = 7.32 ug/ml; biorad level 2 result >50 ug/ml vs. Expected result = 19.4 ug/ml; tdm pv I result = 19 ug/ml vs. Expected result = 7.5 ug/ml ) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vanc quality control results were obtained while using the vitros 5,1 fs analyzer. Patient samples were not known to have been affected. The customer performed "as needed" maintenance to the cuvette incubator subsystem and replaced all of the cuvettes in the cuvette supply. Acceptable vanc qc results were obtained following maintenance and re-calibration of the in-use vanc reagent lot. There is no evidence that the vitros vanc reagent malfunctioned. The assignable root cause is an instrument related issue.